Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.

Event description:
It was reported that the device was explanted due to suspicion of the battery depleting faster than expected. The patient was fine post-procedure.

Manufacturer narrative:
The reported premature battery depletion was confirmed in the laboratory. The device was tested on the bench and high current drain was noted. The cause of the high current drain was an anomalous component on the hybrid.